Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had been fired, however loose sharp was observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and observed acceptable damaged transition features. Lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the needle stayed in abbott diabetes care (adc) device. The customer experienced bleeding and a slight bruise. It was indicated that the customer self-treated by removing the adc device and disinfected the affected insertion site with isopropyl alcohol wipes. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that the needle stayed in abbott diabetes care (adc) device. The customer experienced bleeding and a slight bruise. It was indicated that the customer self-treated by removing the adc device and disinfected the affected insertion site with isopropyl alcohol wipes. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that the needle stayed in abbott diabetes care (adc) device. The customer experienced bleeding and a slight bruise. It was indicated that the customer self-treated by removing the adc device and disinfected the affected insertion site with isopropyl alcohol wipes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. The following section has been updated: h11 - additional MFR narrative. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.